Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative five heal collar 3.5x5.5, 3mm (hc353) and one heal collar 3.5x5.5, 5mm (hc355) were returned for investigation. Visual evaluation of the as returned products identified some signs of use and but no apparent malfunction identified. Functional testing was performed by using in-house compatible implant and the abutments seated as its intended. Device history record (DHR) review could not be performed for the products reported (hc353 & hc355) as the lot number was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number was conducted for the (hc353 & hc355) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar event. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provide. Lot and UDI number unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported malfunction of the healing abutment due to friction during screwing maybe due to paint thickness. The abutment screws with difficulty with a tendency to jam and with relative discomfort for the patient. Procedure completed with another healing abutment.